Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon insertion, into possible dense bone, a self-drilling intermaxillary fixation screw snapped one thread below the collar. The surgeon could not retrieve the fragment. A three minute surgical delay was reported. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one unknown screw. Screw broke during the implant procedure. It was not fully implanted/explanted. Per the facility, the complainant product will not be returned to the manufacturer for review/investigation. (B)(6). Unknown as there are no part or lot numbers associated with this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.